Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product sample was received. Therefore; visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump displayed no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 10-dec-2021.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: [3012307300-2022-12194]. The report was submitted in error., corrected data: corrected information provided in h10.